Event description:
The account alleges that the brakes did not hold on the bed and it rolled over a nurses foot.

Manufacturer narrative:
Hill-rom technician was unable to duplicate the issue. No information was other information was obtained.